Manufacturer narrative:
Additional information of fa#.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: it was brought to our attention that we got a partial bad batch of material#: 381423, lot#: 4229661. We had to remove 113 of them from our inventory after receiving complaints from our surgery staff that the safety mechanism was non-functional on these IV catheters. 13 nov: can you please provide an exact date of event in format mm-dd-yyyy? 11-01-2024. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. "Received complaints form surgery staff that the safety mechanism was non-functional on these IV catheters".

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number: 381423 and lot number: 4229661. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.